Event description:
Customer reported a pod that he was not sure was delivering insulin. Customer stated when he inserted insulin into to the pod, it made a loud clicking noise but still allowed him to proceed through the activation process. Within 3 hrs of pod placement despite correction boluses, the bg had risen to the 300's and then continued in that range all night before he removed the pod and placed a new pod. There were no further problems reported.

Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.